Event description:
Laboratorian received a laceration while attempting to open a vial of la2 reagent. The vial broke as the laboratorian was removing the cap from the vial. Laboratorian received medical treatment for the laceration, plastic stitches and a tetanus shot at the emergency room. Upon inspection, the laboratorian noticed shards of glass in the bottom of the shipping container. The vial breakage most likely occurred during transit.